Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for out of range low impedance on the superior vena cava (svc) coil. During evaluation, artifact was associated with both the rv defib and svc coils. Reprogramming was performed to turn off the svc coil. The lead remains in use. No patient complications have been reported as a result of this event.